Event description:
It was reported ongoing minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportdly, customer took no action to resolve elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.